Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they experienced low and high blood glucose. The customer¿s blood glucose was 277 mg/dl treated with the bolus the blood glucose went down to 155 mg/dl and later the blood glucose was 35 mg/dl. The customer treated lows with juice. The customer declined to troubleshoot for low and high blood glucose. The insulin pump will not be returned for analysis.